Manufacturer narrative:
The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit was received with faded serial number label, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, scratched case, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had battery anomaly. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.